Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, gram positive bacteria (4cfu/endoscope) was detected from the sample collected from the all channels of the subject device. But the testing result cleared the french guideline. Ofr checked the subject device and found following. The distal end had been damaged. The adhesive of the bending section rubber had worn and torn. The universal cord and the ultrasonic cable had been broken. The angulation was insufficient. There was the irregularities in the ultrasonic image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. First time; june 2, 2020; the all channels: unspecified microbes (13 cfu / 100 ml), second time; june 6, 2020 the all channels: unspecified microbes (8 cfu / 100 ml), third time; june 16, 2020 the all channels: unspecified microbes ( >100 cfu / 100 ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.